Event description:
It was reported that there was a separation between the female connector (dark portion) and the main body (light blue portion) of a peritoneal dialysis transfer set. This was further described as ¿the dark portion of the transfer set started to separate or unravel exposing the tubing inside of it¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.